Event description:
Boston scientific received information that during a routine device interrogation the field representative observed higher than expected sensor driven paced rates with little to no patient activity. Boston scientific technical services (ts) was consulted and advised that there was a software release to address this issue. Additional informaiton was received that the software had been updated for this patient. No patient data was available and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.